Manufacturer narrative:
In regard to this complaint, one phaco suretouch phaco handpiece with serial number (B)(6) was received for investigation. Visual inspection showed traces of voltage flash-over or burn marks in the connector. This damage is consistent with the damage due to connecting a moist phaco connector to the phaco module. If the connector is insufficiently dried and thus still damps upon use, a voltage flash-over may occur. This voltage flash-over may cause fatal damage to the connector. Based on the findings, the reported failure cannot be attributed to the phaco handpiece itself.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. The number of similar complaints and associated number of devices on the market was determined based on the number of complaints with failure mode as reported ph-conn-burn and the number of phaco handpieces distributed within time periods. Please note that phaco handpieces are re-usable devices and number of surgeries performed is higher than the number of devices on the market.

Event description:
We have been informed that during cataract surgery, the handpiece unexpectedly failed. When unplugging the handpiece, it was noticed that the connector was broken. To complete the procedure, the faulty handpiece was replaced with a new one. There is no report that actual patient / user harm occurred. However, due to the reported event surgery was prolonged >30 minutes.